Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, update and to provide the completed investigation results. The actual device was returned for evaluation. Visual inspection upon receipt did not find any anomaly on the sampling line which could be seen with the naked eye, such as a break. The red cap attached to the blood cardioplegia port at the release of the product from the factory was found to be missing. A factory-retained red cap was attached to the blood cardioplegia port. Then, the actual sample was built into a circuit and saline solution was circulated in it. No leak was observed. Colored saline solution was used for better visibility of the behavior of the solution. Subsequently, with the blood outlet port side clamped, an air pressure of 2kgf/cm2 was applied to the blood phase from the blood inlet port. No leak was observed. The actual sample was confirmed to be the normal product without having any anomaly which could relate to the reported leak. There was no fracture on the sampling line tube. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. Based on the fact that the red cap to be attached to the blood cardioplegia port was not returned along with the actual sample, it is likely that a tube was attached to the blood cardioplegia port during the actual use and its connection with the port came loose, resulting in the reported leak. With the actual sample verified to be the normal product, the cause of this complaint cannot be determined.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) - k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. A search of the complaint file found no other report of this nature with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the arterial-venous shunt line is leaking. The issue was detected during the preparation and subsequently filling, therefore the oxy was immediately replaced with an identical oxy. No patient involved at that time the event occurred. It was noticed during the preparation of the hlm, if a surgery is planned, the hlm is prepared for the surgery a day prior. The defective oxy was directly replaced with an identical product. Therefore, the procedure was not significantly delayed, and the patient was treated as intended.